Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), benchmark bmx96 access system (benchmark max), velocity delivery microcatheter (velocity), and a non-penumbra stent retriever. During the procedure, the physician completed two passes in the target location using the red72 with aspiration. Next, the physician made four additional passes using the solumbra technique with the stent retriever and velocity. The physician then decided to exchange to a new red72 at this point. There was no damage noted on the first red72. The new red72 was then advanced into the target location and the physician made one pass using the stent retriever and velocity. Subsequently, the physician removed the velocity and stent retriever to perform a fluoroscopy and determined a thrombolysis in cerebral infarction (tici) 2b flow was achieved. Afterwards, while attempting to remove the red72, the physician noticed under fluoroscopy that the distal end of the red72 was not moving but only the proximal end of the red72 was moving. The physician then performed an angiogram that revealed the red72 was broken, and it began to unravel. Therefore, the physician removed the benchmark max containing the red72. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned red72 confirmed, a fracture on the distal shaft. Further evaluation revealed, stretching distal to the fracture. This indicates, that the device was likely retracted against resistance. If the red72 is forcefully retracted against resistance, damage such as a fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal, any outstanding discrepancies, design, or quality concerns.